Manufacturer narrative:
Date of initial report : (B)(6) 2017. One lf5544 was received for evaluation. This device had been used in the treatment or diagnosis of a patient. A review of the lot number reported indicates that the product was within the assigned expiration date at the time of the reported incident. The returned product did not meet specification as received. Visual inspection found the clear insulation was missing and was not returned. Unauthorized return. No complaint information has been provided on the issue that occurred with this device. The additional findings did not contribute to the reported condition. The device failed hi-pot testing. The investigation identified the root cause of the investigation findings to be user error. The IFU states to prevent damage to the flexible insulation proximal to the jaws, confirm the handle is fully closed prior to insertion into and extraction from the cannula. Use the appropriately sized cannula to allow for easy insertion and extraction of the instrument. Failure to do so may impact the integrity of the flexible insulation. Cannulas with hard, non-beveled openings may cause the flexible insulation to retract, which may compromise the insulation. If retraction occurs, the instrument must be discarded. Do not attempt to clean the flexible insulation. Cleaning may damage insulation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The device was an unauthorized return to the manufacturer. There was no complaint information provided with the device. Visual inspection of the device found the clear insulation was missing and was not returned. Additionally, the device failed hi-pot testing. It is unknown if the missing piece was retained in the patient. No further information is available.